Event description:
It was reported that the patient had his spectra device revised due to patient dissatisfaction: "poor size [and] not concealable". An ipp accessory kit was used. No patient complications were reported in relation to this event.